Event description:
Volume discrepancies were reported. The expected volume was 2.9ml and the actual was 0ml. It was further noted the refill discrepancies since almost 2 years were as follows: (B)(6) 2013 instead of 6.7ml 4.5ml was in the pump, (B)(6)-2013 instead of 7ml 5ml was in the pump. (B)(6) 2013 instead of 5.9ml 3.8ml was in the pump, switch to actual mixture, before 1% fentanyl was also in the pump. (B)(6)-2012 instead of 5.5ml 4ml was in the pump (B)(6)-2012 instead of 2.5ml 0.5ml was in the pump. (B)(6)-2012 instead of 6ml 2ml was in the pump. (B)(6)-2011 instead of 2.7ml 0.7 ml was in the pump. They planned to replace the pump when eri occurs 11 months from now. There were no patient symptoms reported related to the event. The patient status at the time of the report was alive no injury. The pump was used to deliver hydromorphon bupivicain. Additional information has been requested, but had not been received as of the date of this report.

Manufacturer narrative:
(B)(4).